Manufacturer narrative:
One 6f fast-cath introducer kit within its sealed pouch was received for evaluation. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body. A corrective action was initiated to investigate the failure mode of the sideport detachments.

Event description:
There have been reported events of serious injury (e.g. Air embolus, st elevation and clinically significant blood loss) due to a detached introducer sideport tubing; therefore, the event is a reportable malfunction.